Event description:
It was reported that when the patient's device was interrogated on (B)(6) 2015 and that the settings identified were different than what were programmed at the patient's previous visit on (B)(6) 2015. The company representative reported that when the device was attempted to be interrogated on (B)(6) 2015 the tablet battery died (MFR. Report # 1644487-2015-05257) and the interrogation was not completed. The settings were corrected on (B)(6) 2015. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the tablet device mentioned in the previously submitted MDR was not involved in the programming session on (B)(4) 2015.